Event description:
Per the clinic, the patient experienced loss of connection to the internal device; however, the issue could not be resolved.the device was explanted on (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed april 29, 2014.

Manufacturer narrative:
(B)(4): device not yet received by manufacturer.